Manufacturer narrative:
The device was not returned to olympus for evaluation. The root cause for the patient's outcome cannot be determined.

Event description:
Olympus was informed that a patient underwent an unspecified procedure using the mouthpiece and experienced an allergic reaction. The physician reported he observed that the patient's lips were swollen and a rash appeared were the straps to the mouthpiece were located on the patient's face. The patient was administered benadryl and the reaction began to dissipate. The patient is reportedly doing well.

Manufacturer narrative:
This supplemental report is being submitted to report additional information received from the original equipment manufacturer (OEM). OEM indicated that "this is the first reported event of this nature since the device was placed on the market in 2011. During the development phase of the device was tested to confirm the biocompatibility to iso 10993."